Event description:
It was reported the atrial leadless pacemaker (lp) exhibited loss of capture. The patient condition was unknown. No further information was provided.

Manufacturer narrative:
Further information was requested but not received.